Manufacturer narrative:
By checking the sterilization charts of the involved lots, no pre-existing anomaly was found on the overall number. Therefore, we can ensure that all the products placed on the market with these lots have been properly sterilized before being placed on the market. This is the first and only complaint received on these lots/ster. Explants were not available to be returned to limacorporate for further analysis. We received some pictures of the explanted component and a x-ray image dated 22nd of (B)(6) 2019. Based on the info received, we asked for a medical evaluation of the case to our medical consultant. Following his comments: "the case presented appears to be a "normal" case of infection that seemingly does not have any relation with the chosen implants. Only thing to be considered is their sterility. From the x-ray the replacement was done correctly, this may also be concluded from the explanted specimens that obviously were well fixed. The history of the case is typical for the course of a delayed infection. Those stay culture negative in some 25% of cases and may only be detected by sonication of the explants or other procedures directed at identifying the biofilm. At the first revision 2013 the known infection could not be controlled. It did not "explode" but kept "dormant" in form of a biofilm that caused cysts, partial osteolysis (fractures) and resulting discomfort. The revision in november addressed the issue by explanting all components and implanting a spacer, which is state-of-the-art procedure in such cases. We meanwhile know that spacers usually are not sufficient in eliminating biofilms, leading to recurrence in many cases, as was also the case after the revision in 2013. It therefore must be feared that infection may continue this time as well, unless some anti-biofilm treatment has been applied during the last intervention. Implants are not to be blamed". As previously said, the check of the sterilization charts of the involved lots confirmed that all the products placed on the market with same lots of the components involved in this case have been properly sterilized before being placed on the market. According to the analysis performed and to the medical opinion received, this case cannot be classified as product related. Patient's history of previous infection experienced could have contributed to the event. Pms data: we are aware of a total of 4 cases of infection involving a modulus stem belonging to the family 4310.15.010÷140 on a total of more than 21000 modulus stems sold ww from 2001. None of the case have been classified as product related. Specific revision rate is very low (0.02%). No corrective action for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
First stage revision surgery of hip prosthesis performed on (B)(6) 2019 due to infection. Previous surgery took place on (B)(6) 2013 and was a second stage surgery to revise competitor's implant also due to infection. According to the info reported, during current surgery, surgeon explanted all the components and implanted antibiotic cement. The germ responsible for infection is still unknown. It was noted that there was a cyst behind the explanted acetabular cup, which suggests infection as well. In addition to infection, it was reported a fracture of the greater trochanter, probably due to a fall experienced by the patient some months before the surgery. Explanted components: 4310.15.100 modulus mod.stem ø22 mm lot #0903676 ster.0900320 5010.42.403 fem. Modular head - l ø40mm lot #1280367 ster.1200202 5552.15.560 delta-tt acetab.cup ø56 mm for lot #1214772 ster.1300026 5885.42.262 delta liner øint 40mm # large lot #1282371 ster.1300029 7590.15.030 modulus neck s taper b 12/14 lot #1300531 ster.1300044 8420.15.030 bone screw ø6,5 h.30mm lot #1114112 ster.1200022 8420.15.050 bone screw ø6,5 h.40mm lot #1204067 ster.1200109 second stage revision was planned (not known if already performed). Event occurred in australia.

Manufacturer narrative:
By checking the sterilization charts of the lot#/ster. Involved, no anomaly was detected. Therefore, we can state that all the components have been properly sterilized before being placed on the market. This is the first and only complaint received on these lot/ster.#. We will submit a final MDR once the investigation will be concluded.

Event description:
First stage revision surgery performed on (B)(6) 2019 due to infection. Previous surgery took place on (B)(6) 2013 and was also a second stage surgery to revise competitor's implant due to infection. During current surgery, the surgeon explanted all the components and implanted antibiotic cement. The germ responsible for infection is still unknown. It was noted that there was a cyst behind the cup, which suggests infection as well. In addition to infection, there was a fracture of the greater trochanter, probably due to a fall experienced by the patient some months before the surgery. Second stage surgery was planned. (B)(6).